Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube'), device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation'), device breakage ('device breakage / coil broken off/ a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists') and menorrhagia ('menorrhagia') in a 31-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, dizziness, hot flashes, constipation, uterine bleeding, ovarian cyst, dyspareunia, seizure, cesarean section, anemia, chronic pain and endometriosis. Previously administered products included for an unreported indication: depo-provera from 1998 to (B)(6) 2009. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, hysteroscopy d&c and hysteroscopy,dilation and curettage with removal of coil. Bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, device breakage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and nausea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Removal details - an essure coil visible perforating the wall of the uterus near the distal cervical uterine junction. Removal date discrepancy noted: (B)(6) 2019, (B)(6) 2018 received treatment for pain, bleeding, breakage, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event pain, bleeding updated to recovered resolved, event migration, fallopian tube perforation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube'), device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation'), device breakage ('device breakage / coil broken off/ a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists') and menorrhagia ('menorrhagia') in a 31-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, dizziness, hot flashes, constipation, uterine bleeding, ovarian cyst, dyspareunia, seizure, cesarean section, anemia, chronic pain and endometriosis. Previously administered products included for an unreported indication: depo-provera from 1998 to (B)(6) 2009. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, hysteroscopy d&c and hysteroscopy,dilation and curettage with removal of coil. Bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, device breakage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and nausea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Removal details - an essure coil visible perforating the wall of the uterus near the distal cervical uterine junction. Removal date discrepancy noted: (B)(6) 2019, (B)(6) 2018 received treatment for pain, bleeding, breakage, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube'), device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation/'), device breakage ('device breakage / coil broken off/ a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists') and heavy menstrual bleeding ('menorrhagia') in a 31-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, dizziness, hot flashes, constipation, ovarian cyst, dyspareunia, seizure, cesarean section, anemia, chronic pain, endometriosis and heavy periods. Previously administered products included for an unreported indication: depo-provera from 1998 to (B)(6) 2009. Concurrent conditions included uterine bleeding. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, hysteroscopy d&c/hta endometrial ablation on (B)(6) 2019 and hysteroscopy,dilation and curettage with removal of coil. Bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, device breakage, heavy menstrual bleeding, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and nausea outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Removal details - an essure coil visible perforating the wall of the uterus near the distal cervical uterine junction. Removal date discrepancy noted: (B)(6) 2019, (B)(6) 2018. Received treatment for pain, bleeding, breakage, migration, perforation essure iud embedded in the wall of the anterior lower uterine segment discrepancy noted in date of insertion: (B)(6) 2011 (as per mr). Number of proximal coils: 5 on left cornua and 4 on right cornua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, device breakage, heavy menstrual bleeding, uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, race information, medical history and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube'), device breakage ('device breakage / coil broken off/ a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists') and menorrhagia ('menorrhagia') in a 31-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, dizziness, hot flashes, constipation, uterine bleeding, ovarian cyst, dyspareunia, seizure, cesarean section, anemia, chronic pain and endometriosis. Previously administered products included for an unreported indication: depo-provera from 1998 to (B)(6) 2009. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, hysteroscopy d&c and hysteroscopy,dilation and curettage with removal of coil. Bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Removal details - an essure coil visible perforating the wall of the uterus near the distal cervical uterine junction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube'), device breakage ('device breakage / coil broken off/ a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, grand multiparity, dizziness, hot flashes, constipation, uterine bleeding, ovarian cyst, dyspareunia, seizure, cesarean section, anemia, chronic pain and endometriosis. Previously administered products included for an unreported indication: depo-provera from 1998 to (B)(6) 2009. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation, hysteroscopy d&c and hysteroscopy,dilation and curettage with removal of coil. Bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Removal details - an essure coil visible perforating the wall of the uterus near the distal cervical uterine junction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and medical record received : medically confirmed case. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drug were added. Updated suspect drug indication. Events malposition of essure device location of device:cervix/migration of essure device location of device:between cervix and uterus/perforation :between the cervix and uterus/failure to occlude (close) fallopian tube, device breakage / coil broken off/a small portion broke off during extraction which was scraped and the possibility of a retained piece of metal still exists, vaginal bleeding, menorrhagia, depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain and nausea added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.